Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found a misaligned wash block bracket and a bent probe. He realigned the wash block and straightened the probe which fixed the leak. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer observed a clear fluid leak of 1 ml from a coulter lh 500 hematology analyzer while switching the unit from primary to secondary mode. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was not wearing personal protective equipment at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.